Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the diamond clean brush head which is an accessory. The serial number of the brush head was not provided. Report source: complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the diamond clean brush head were falling off in their mouth. No injury reported.